Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had a cracked lc d window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer's spouse reported via phone call that customer received a button error alarm. It was reported that clip broke and insulin pump fell but did not cause physical damage. Customer's blood glucose was unknown. After troubleshooting, caller was advised that insulin pump would need to be replaced.